Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not respond to on button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center further evaluated the removed part and was unable to verify the power on issue. It was observed tat the button needed slightly more force to power on. The keypad was more than 13 years, and is considered normal wear. The cause of the observed issue was due to aging/wear of the returned keypad.

Event description:
A customer contacted stryker to report that their device would not respond to on button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.